Event description:
The customer contacted stryker to report that the analyze button would function intermittently. In this state, the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer made stryker aware that the issue was independently resolved at their own site. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : not returned to manufacturer.

Event description:
The customer contacted stryker to report that the analyze button would function intermittently. In this state, the device may not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.